Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have inoperative force sensing resistors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. Visual inspection, infusion test and battery testing were performed. During infusion test the force sensing resistors (fsr) were found to be inoperative; the cause of this was unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.